Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2008, a miniarc was implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney has alleged "as a result of the implant" the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, dyspareunia, bladder infections and other injuries." It was also alleged the plaintiff "experienced significant mental and physical pain and suffering, has required additional medical treatment, and she has sustained permanent injury" and other damages.